Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 30-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer's reported complaint for high and erratic blood glucose test results; complaint was initially reported via e-mail. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 206, 265 and 230mg/dl fasting and from reported back to back blood tests of 295, 260 and 190mg/dl (fasting/non-fasting status unknown). The customer¿s expected am fasting blood glucose test result range is 130-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/22/2022 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).